Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported by the consumer via the manufacturer representative that they had a post-operation infection 5 days after implant. The health care provider (hcp) put the patient on antibiotics that cleared up the infection. No further complications were reported.